Manufacturer narrative:
Full name of the facility is (B)(6). This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. User¿s complaint of stent stuck in the forceps channel was confirmed was confirmed. Upon inspection and testing, it was observed that there was foreign material stuck in the forceps channel (ch-tube) of the device. Due to clogging of ch-tube, forceps and the tube cleaning brush cannot be inserted; suction volume does not meet the standard value as well. Other observations for the device are: due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of u/d knob is out of the standard value; adhesive of distal end rubber coating (a-rubber) has a chip, a crack, and a white clouded area; objective (ob) lens have white cloudy area; connecting tube has a cut and a wrinkle; chip in adhesive area between distal end and light guide cover; and protector of universal cord, control section area ig protector have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, a stent tube remained stuck in the forceps channel. There is no reported harm to any patient. Customer returned the device for evaluation and repair. Upon evaluation of the returned device, it was observed that there was foreign material stuck in the forceps channel (ch-tube) of the device. Due to clogging of ch-tube, forceps and the tube cleaning brush cannot be inserted; suction volume does not meet the standard value as well.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material in the instrument channel and a stuck endo therapy accessory were confirmed. The root cause of the foreign material inside of the instrument channel could not be determined, however, it is likely that a foreign object larger than the inner diameter of the instrument channel outlet clogged the instrument channel, preventing the endo therapy accessory from coming out. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Exact event date has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, g3, g6, h2, and h10.

Event description:
Addendum dec 21, 2022: it was discovered that the stent was stuck during the middle of the therapeutic unknown procedure. The procedure was completed with delay; how much delay is not known. The patient did not need additional anesthesia. It is not known if the same device or different device was used for the completion. The device with the stuck stent was not used in another procedure. The device was inspected prior to use with no abnormality noted.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10. Event occurred in november 2022. Patient information, including pre-existing medical information, is not known. Model and serial numbers of the devices used in conjunction with the device at the time of the event are not known.